Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert for high out-of-range shock impedance measurements on the right ventricular (rv) channel. Additionally, high capture thresholds were observed during a right ventricular automatic threshold (rvat) test on the non-boston scientific rv lead. Technical services (ts) reviewed the device data and recommended performing isometric maneuvers and further in-clinic lead evaluation to assess lead integrity. No adverse patient effects were reported. This crt-d remains in service.